Event description:
Healthcare professional reported injecting a patient with juvéderm voluma with lidocaine using the packaged needle. At the moment of aspirating, the plunger "got out" of the syringe and it was not possible to aspirate the product. No product was injected into the patient. Two attempts were made for the aspiration of the product and the plunger "got out" each time and the procedure could not be performed with the syringe.

Manufacturer narrative:
Additional information: device history record found no significant anomalies. No deviations or non-conformances were found.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported injecting a patient with juvéderm voluma with lidocaine using the packaged needle. At the moment of aspirating, the plunger "got out" of the syringe and it was not possible to aspirate the product. No product was injected into the patient. Two attempts were made for the aspiration of the product and the plunger "got out" each time and the procedure could not be performed with the syringe.

Event description:
Healthcare professional reported injecting a patient with juvéderm voluma with lidocaine using the packaged needle. At the moment of aspirating, the plunger "got out" of the syringe and it was not possible to aspirate the product. No product was injected into the patient. Two attempts were made for the aspiration of the product and the plunger "got out" each time and the procedure could not be performed with the syringe.

Manufacturer narrative:
Lab analysis of the device found one syringe of 1.0 ml with 0.95 ml of gel remaining, received with a box, a tray and a needle attached but without cap. The plunger rod is disconnected to the plunger tip. Tiny bubbles outside specification are observed into remaining gel.